Manufacturer narrative:
Per regulation EU (B)(4). (General data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Initial reporter telephone number: (B)(6). Device evaluation: product testing could not be performed since the product was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation was required. Conclusion: a product deficiency has not been identified; therefore, no additional corrective actions have been initiated. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) implant was defective. Through follow-up we learned that there is no particular problem with this iol implant. The iol was damaged during the installation and the surgeon preferred to take a new implant. No further information was provided.